Event description:
It was reported that during a tonsillectomy procedure using a evac 70 xtra hp icw wand, allegedly the device was not coagulating effectively. The surgeon opted to switch to a competitor's device to complete the procedure. There was no significant delays or pt complications reported as a result of this event.